Manufacturer narrative:
No lvad related issues were reported and a correlation to the lvad and the patient's expiration could not be conclusively determined. The pump was not explanted, and is not available for investigation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump was not returned to the manufacturer for eval, as it was not explanted. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had significant right heart failure prior to being implanted. Patent foramen ovale closure and tricuspid repair were also performed during the implant. The pt experienced an unspecified cerebral event during the case. Following the time of implant, the pt was not able to be weaned off of cardiopulmonary bypass. At that time she was placed on an extracorporeal blood pumping system for right ventricular support. A CT scan of the pt's head did not show any abnormalities. The pt did not wake-up following surgery, and her renal status started to decline. The family made the pt "do not resuscitate." The pt expired 4 days later on (B)(6) 2014.